Event description:
Information was received indicating that cadd-ms® 3 ambulatory pump did not allow the patient to start delivery. It was also reported that a message was displayed to take out the canister and to start over. The pump is being replaced in order to resolve the issue. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation. The customer's reported product problem was verified. The investigator attempted to test the device but the pwa was not functioning properly. The pwa was replaced as a result.